Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the high voltage regulator pcb. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that intermittently, the 9800 system is presenting ma errors during cases. There was no report of pt injury.